Event description:
A pt reported experiencing inaccurate low results with an ot ii meter. The pt's blood glucose results were 50mg/dl, 154mg/dl. Tests were done less than 10 minutes apart with a difference of 90%. Pt did not experience any adverse events. No further info has been reported.